Event description:
In 2009, this patient was emergently treated for multiple traumas including transection of the descending aorta. A gore tag thoracic endoprosthesis was successfully implanted. Completion angiography revealed resolution of the injury. Tens days later, a follow up computed tomography angiography scan revealed collapse of the proximal graft. In the same month, a reintervention was performed. A 32mm coda balloon catheters was used to re-expand the device. A 39x10 palmaz balloon-expandable stent was deployed in the proximal portion of the graft. Final angiography revealed good results. No further information was provided.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Review of the manufacturing paperwork verified that this lot met all pre-release specifications. Due diligence was performed to obtain information to complete all black required spaces on this medwatch.